Event description:
It was reported that during a proximal and distal right coronary artery (rca) stenting procedure, after pre-dilatation, the 2.75x18mm xience prime stent delivery system (sds) failed to cross the heavily calcified distal lesion. The non-abbott guide wire and the xience prime were removed together due to physician error and placed on the operating table. There was no report of the sds being difficult to remove. In an attempt to re-use the xience prime, while removing the non-abbott guide wire from the device, the hypotube separated. The device was set aside and another xience prime sds was used successfully. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: choice extra support; guide catheter: jr4 6f runway. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.